Event description:
Information provided states that the tibial iskd lengthener was placed in the femur in (B)(6) 2010. The lengthener distracted too fast and patient suffered from delayed union. X-rays taken (B)(6) 2010 showed a broken distal screw that was not replaced. Patient suffered from atrophic pseudarthrosis with a rest defect distance of 7mm.